Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign objects in the biopsy channel, in the suction cylinder, and on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.